Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage to keypad trace. Minor scratches on lcd window, cracked display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error while the customer was laying out in the sun. The blood glucose reading was 168 mg/dl. No other significant events leading to the alarm were observed. Advised discontinuation of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.